Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies, which caused the insulin pump to go into threshold suspend. The blood glucose reading was in the 300 mg/dl range compared with the sensor glucose reading of 40 mg/dl. The customer stated that in the past 2 weeks, she had issues with her blood glucose readings being in the 300 mg/dl range and that she was correcting with manual injections. She noted that her reservoir would run out after 3 days but she would still need to treat manually. She felt that the insulin was not being successfully delivered. She also reported a bolus attempt that was intended to deliver 12 units of insulin but only delivered 2 units. The customer declined troubleshooting for the issues and advised that she would continue to monitor the sensor and insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.